Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an endovascular aneurysm repair (evar) procedure, a super torque marker band catheter got stuck after measuring the iliac branch. While attempting to retrieve the catheter, it separated proximal to the 1st marker close to the midpoint of the catheter. The distal portion of the catheter was retrieved with a snare from the patient and the procedure was completed successfully. There was no patient injury. The target lesion was the iliac branch endo prosthesis. There were no anomalies noted when product was removed from the package or while being prepped. The device was prepped according to the instruction for use (IFU). There were no kinks observed on the device. The device was not caught on the guide-wire it was on but was possibly caught on the second wire. There was no excess force used during the procedure. The product was disposed of, therefore it is not available for analysis.

Manufacturer narrative:
During an endovascular aneurysm repair (evar) procedure a super torque marker band catheter got stuck after measuring the iliac branch. While attempting to retrieve the catheter, it separated proximal to the 1st marker close to the midpoint of the catheter. The distal portion of the catheter was retrieved with a snare from the patient and the procedure was completed successfully. There was no patient injury. The target lesion was the iliac branch endo prosthesis. There were no anomalies noted when product was removed from the package or while being prepped. The device was prepped according to the instruction for use (IFU). There were no kinks observed on the device. The device was not caught on the guide-wire it was on but was possibly caught on the second wire. There was no excess force used during the procedure. The product was not returned for analysis. Review of lot 17598603 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. According to the product instructions for use, manipulation of the catheter under excessive friction due to interaction with other devices or while trapped in the vasculature, can lead to stretching or elongation of the catheter. Furthermore, if resistance is felt during manipulation, determine the cause of resistance before proceeding and confirm the catheter positioning under high quality fluoroscopic observation. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.